Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The event site name (e1): (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top. As it was stated, central housing was found to be broken while the patient was on the table top. According to the provided information, the patient was secured with belts. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely defective central housing which could cause unintended movement of the table top and create a risk of patient's fall, was to reoccur.

Event description:
On 14th july 2023, getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top. As it was stated, central housing was found to be broken while the patient was on the table top. According to the provided information, the patient was secured with belts. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely defective central housing which could cause the unintended movement of the table top and create a risk for the patient, was to reoccur.

Manufacturer narrative:
On 14th july 2023, getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top. As it was stated, central housing was found to be broken while the patient was on the table top. According to the provided information, the patient was secured with belts. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely defective central housing which could cause the unintended movement of the table top and create a risk for the patient, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. As the malfunction of the center body housing was found, it was considered that the getinge device was not up to the specification. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. (B)(4). The affected device has been evaluated by the getinge service technician. The evaluation revealed the malfunction of the center body housing which was confirmed by the photographic evidence. The technician resolved the problem by replacing the affected parts. The functions of the table top were checked and the device was released for usage. The last maintenance before the reported event was performed in july 2022. The technician provided information that no malfunctions with the center body housing were found. In the maintenance manual for 115030b0 - modular universal table top (sp11 5010 de10, page 8) it is stated that during the maintenance all 4 screws at the guide blocks should be checked if are tightened correctly and the surface of the connection piece between the guide block and the shift drive unit should be checked for evidence of (micro-) cracks. The technical support department provided information that this check is always performed during maintenance. The technician provided information that, according to his professional opinion, the issue was related to the user error as it is probable that the table top was damaged during the movement of the operating table. In the user manual (IFU 1150.30 en 18 2020-03-12, page 21) the user is warned that when the or table, the transporter, the table top, or a piece of accessories are moved or adjusted as well as during the take-over procedure of the table top, collisions with the patient, with the involved products, or downward positioned parts may occur. During the movement, the user should always watch the o.r. Table, the transporter, the table top, and the accessories to avoid collisions. In summary and as a result of the root cause evaluation, it can be concluded that the most possible root cause of the reported issue, namely defective central housing which could cause the unintended movement of the table top and create a risk for the patient, is user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 14th july 2023 getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top. As it was stated, central housing was found to be broken while the patient was on the table top. According to the provided information, the patient was secured with belts. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely defective central housing which could cause unintended movement of the table top and create a risk of patient's fall, was to reoccur. Corrected b5 describe event or problem: on 14th july 2023, getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top. As it was stated, central housing was found to be broken while the patient was on the table top. According to the provided information, the patient was secured with belts. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely defective central housing which could cause the unintended movement of the table top and create a risk for the patient, was to reoccur. Previous h4 device manufacture date: 01/01/2013. Corrected h4 device manufacture date: 11/20/2012.